Event description:
It was reported that a revision surgery has been performed. The devices were implanted in 2001.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction.